Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok femoral, catalog # 183028, lot # unknown; vanguard bearing, catalog # ep-189080, lot # unknown; biomet I-beam tray, catalog # 141224, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06518, 0001825034-2018-06519, 0001825034-2018-06521. Device remains implanted in patient.

Event description:
It was reported a patient underwent an initial right total knee arthroplasty. The patient was noted to have overnight hospital stay due to increase drainage from incision.